Event description:
As reported, there was a death during a myocardial biopsy procedure while using the 5.5f biopsy forceps. The patient was at higher risk due to sampling closer to the apex of the heart, cardiac tamponade developed during sampling and the patient died. It was reported there was an operational error on the part of the doctor in charge. A non-cordis sheath listed as a concomitant device; however, it was reported to ¿not be clinically used¿. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a death during a myocardial biopsy procedure while using the 5.5f biopsy forceps. The patient was at higher risk due to sampling closer to the apex of the heart, cardiac tamponade developed during sampling and the patient died. It was reported there was an operational error on the part of the doctor in charge. A non-cordis sheath was used during the procedure. The device was properly, managed in the medical equipment storeroom in the operating room. There were no anomalies noted when the device was taken out of the package. The device removed from the tray in a horizontal motion. It was noted that there was an attempt made to shape the shaft or the tip. The physician noted that this procedure was high-risk. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, there was a death during a myocardial biopsy procedure while using the 5.5f biopsy forceps. The patient was at higher risk due to sampling closer to the apex of the heart, cardiac tamponade developed during sampling and the patient died. It was reported there was an operational error on the part of the doctor in charge. A non-cordis sheath was used during the procedure. The device was properly, managed in the medical equipment storeroom in the operating room. There were no anomalies noted when the device was taken out of the package. The device was removed from the tray in a horizontal motion. It was noted that there was an attempt made to shape the shaft or the tip. The physician noted that this procedure was high-risk. The device was not returned for evaluation. Without the return of the device or images for analysis, it cannot be confirmed if the event ¿cardiac tamponade¿ is related to manufacturing or design issues. Procedural factors may have contributed to the reported event as it was reported the doctor in charge made an operational error. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿this product is intended for use by professionals who have been trained to perform endomyocardial biopsies. Complications procedures requiring biopsy forceps should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include but are not limited to: arteriovenous fistula formation, bleeding and/or hematoma at the puncture site, death, embolism, infection, lesions of the tricuspid valve, nerve injury, perforation of the vessel wall or the myocardium, pneumothorax, thrombosis, various types of arrythmias, vessel trauma. Note: these biopsy forceps are not formable.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.